Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer fell on the ground causing the touch screen to crack. The cracked touch screen made it difficult for customer to interact with bolus feature. There was no adverse impact to customer's blood glucose. Reportedly, customer will continue to use current pump for insulin therapy.